Event description:
It was reported that stent deployment issue, slow deflation and balloon removal difficulty occurred. The target lesion was located in the distal right coronary artery. A 2.50x16mm promus premier¿ stent was advanced to the lesion. An attempt was made to deploy the stent however only the proximal edge of the stent was inflated and the distal end was not. An attempt was then performed to deflate the stent delivery system (sds) balloon but it took several times to deflate the balloon and the balloon became stuck in the stent. The sds balloon could not be removed so the physician inflated and deflated the balloon several times with the indeflators. The sds balloon was able to be removed however the stent was still underdeployed a 2.5x12mm apex compliant balloon catheter was then advanced to inflate the stent. Another 2.5x12mm nc quantum apex balloon catheter was used to fully expand the distal edge of the stent and the procedure was completed. No patient complications were reported and the patient¿s status was fine.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device is combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).